Event description:
It was reported that the patient presented in clinic for initial implant procedure. During procedure, it was found that the right ventricular (rv) leadless pacemaker (lp) exhibited high pacing impedance, low sensing, poor current of injury and high capture threshold. Then, it was found that its helix was stretched. The rvlp was not implanted and an alternate near at hand was implanted instead on (B)(6) 2025. Patient condition was stable.